Manufacturer narrative:
(B)(4). The customer's report of a bulge in the silicone segment was confirmed and replicated during testing. The visual inspection showed the silicone tubing had changed in size or color which could indicate a balloon directly below the upper fitment did occur. There was one crush mark found on the upper fitment. Functional pressure testing produced a balloon within the silicone segment at 20psi; the specification is 30psi. This silicone segment was likely weakened during customer use. Failure of this test suggest previous ballooning had occurred as the customer reported. Because the customer did not state that an IV push or flush was administered, the root cause of the ballooned segment could not be fully identified. Past investigations determined ballooning has occurred when an IV push is executed below the pump when the tubing above the IV push site was not clamped off. This will cause unwanted pressure to go up into the silicone segment and cause a balloon in tubing. The root cause was not identified. Based on previous incidents with the same problem description it is most likely due to an IV push administered when the tubing above the IV push site is not clamped off.

Event description:
Customer reported a bulge in the pump segment occurred during an infusion. The set had been in use four hrs; normal saline was infusion at 125 ml/hr through a peripheral IV. The pump alarmed for pt-side occlusion. Nurse restarted several times - finally opened chamber door and found bulging tubing just below the blue upper fitment. Removed tubing and replaced with new. No problems with pt or pump noted. There was no pt harm reported and no medical intervention was required. Although requested, no add'l pt or event details were provided by the customer.